Event description:
It was reported that a flogard infusion pump experienced an f_38 alarm. It was not specified when in the process this occurred. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a baxter service technician. The alarm log review found evidence of an f_38 alarm when the device was powered on. The cause was determined to be the force sensing resistors were out of specification. To resolve the issue the force sensing resistors were replaced and the device was returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.